Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. The customer could not recall the events that led up to this alarm. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer not to remove the cartridge during pumping.